Manufacturer narrative:
Type of investigation not yet determined: the unit has not been repair yet as the fse is waiting on the parts. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) unit's autofill failure alarm sounded. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the 5000 hrs pms kit and drive manifold assembly and kept system on pumping for 90 mins by connecting iabp trainer and demo balloon. System working satisfactorily. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a